Event description:
It was reported that the transray plus 40cc had leakage issue. After inserting the catheter into the sheath, blood was observed leaking from around the connection point between the side port and the three way stopcock of the sheath. The tube was clamped with a tube clamp and use is continuing. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name and address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The customer reported that blood was leaking at the junction between the sheath¿s side port and the three-way stopcock after the catheter was placed into the sheath. A tube clamp was applied, and the procedure is continuing. The 7.5fr sheath with side port and three-way stopcock were returned for evaluation. No visual damage was observed on the sheath, side port or three-way stopcock . The sheath was found to be within specification. The iab catheter was not returned for evaluation. An underwater leak test of the sheath, side port and three-way stopcock was performed and no leaks were found. The evaluation cannot confirm the reported failure of sheath leak. A lot of history record review was completed for the reported product. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.